Manufacturer narrative:
(B)(4). Returned product consisted of the watchman access sheath (was). The valve was opened as received and blood was on the device. The valve, hub, shaft, and tip were microscopically and tactile inspected inspection revealed tip damage (delamination), and kinks in the sheath located 5cm and 5.5 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The reported difficulty closing the valve was not confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks and tip damage were attributable to procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00712. It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient. However, the valve on the sheath wouldn't close properly, allowing back bleed. A second was inserted and the same issue occurred. The procedure was not completed, but due to another unspecified reason. There were no patient complications due to the leak. The patient condition was fine.